Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited intermittent lead noise which led to automatic mode switching episodes. Noise was not reproducible in clinic. Noise seemed to be from possible electromagnetic interference. Programming changes were not recommended and the physician decided to continue monitor the patient. The patient was asymptomatic.